Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that, "acetabular screw broke during implantation. Screw was extracted, no substitute was used."